Manufacturer narrative:
Weight: (B)(6). UDI: not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. 510k - k130520. The actual device was received for evaluation. Visual inspection revealed no anomalies including a break, which would have contributed to the reported insufficient gas transfer performance. Saline solution was let to flow into the blood pathway by gravity drop and the actual device was visual-inspected again. Some clots were found to have formed inside. The actual device was filled and fixed with saline solution containing glutaraldehyde solution and the housing component was removed for further inspection of the inside of the oxygenator module. Some clots were found to have formed. The configuration of the clots found on the bottom section implies that blood pooled in the bottom section after use has clotted there. The filter was removed and subjected to visual inspection. Some clots were found to have formed on both surfaces. The oxygenation module was visually inspected. A large amount of clots were observed on the bottom side. The state of the fiber winding was confirmed to be normal. The fiber layer was removed from the winding in increments of 2 mm and each layer was subjected to visual inspection. Some clots were found to have formed. The outer cylinder was removed from the heat exchanger module and the inside of the heat exchanger module was subjected to visual and magnifying inspections. Red thrombus in a large amount was found to have formed on the bottom side. Both sides of the filter were removed and were inspected under magnification. Some clots were found to have formed on them. The diameters of the mesh were confirmed to be normal. The fiber layers removed from the upper and bottom sides and were inspected under magnification. A large amount of clots were found on the layers removed from the bottom side. Electron microscopic inspection of the outer and inner surfaces of the filter revealed the adhesion of blood corpuscle components consisting of red blood cells, echinocyte, blood platelets, and white blood cells on them. The formation of fibrin net was also noted on them. Electron microscopic inspection of the fiber on each layer on the upper side of the fiber winding revealed the adhesion of blood corpuscle components consisting of blood platelets, red blood cells, and white blood cells on them. The formation of fibrin net was also noted on them. The micropores were found not to have been obstructed. The clots adhering to the heat exchanger module was collected and inspected under electron microscope. The blood corpuscle components, such as red blood cells and echinocyte, and the formation of fibrin net were observed. A review of the device history record and product release decision control sheet of the product code/lot# combination was conducted with no findings. The involved pump record was reviewed and revealed: ecc started at 20:40 and finished at 00:07. The patient's height is (B)(6), weight is (B)(6), and bsa is 2.05m2. During the use of the actual device, blood gas data was taken five times at 20:42, 21:36, 22:40, 23:12, and 23:58. Pao2 and paco2 at 20:42 and 21:36 are as follows: at 20:42, circulation condition: the blood flow rate: 2.865l/min, gas flow rate: 1.505l/min; at 21:36, circulation condition: the blood flow rate: 4.524l/min, gas flow rate: 2.215l/min. The above data indicate that no significant changes in pao2 and paco2 were observed in the first one hour from the start of ecc. 90 minutes after the start of ecc (at 22:10), under the circulation condition of the blood flow rate: 4.100l/min, gas flow rate: 2.220l/min, and fio2: 80%, svo2 was confirmed to have decreased down to 84% from the highest rate of 89% at 21:53. Pao2 and paco2 at 22:40 were 285.2mmhg and 65.2mmhg respectively. Compared with those determined at 21:36, it was found that pao2 had decreased and paco2 had increased. At 22:40 circulation condition: the blood flow rate: 4.749l/min, gas flow rate: 4.475l/min, pao2s at 23:12 and 23:58 were 185mmhg and 80mmhg respectively, indicating they had decreased. Paco2s were 65mmhg and 30mmhg respectively, indicating they had decreased also. At 23:12 circulation condition: the blood flow rate: 4.834l/min; gas flow rate: 8.065l/min, at 23:58 circulation condition: the blood flow rate: 4.840l/min; gas flow rate: 6.940l/min. Rewarming started at 23:05 before the occurrence of the reported event at 23:12. Svo2 started to be tending to decrease at the start of rewarming. At the timing of declamping at 23:25, svo2 decreased to the lowest of 69%. After that, the blood flow rate was decreased to approximately 70% of the calculated base rate. Despite changing the circulation conditions such as gas flow rate and fio2, there were some time periods in which the blood gas data did not improve. And there was another time period in which paco2 dropped despite of decreased pao2. In addition, when decreases were noted in svo2, there were declamping and rewarming manipulations and reduction of the blood flow rate to 70% of the calculated base rate. Based on the above findings, it is likely that there were some other factor(s) which led pao2 to decrease and paco2 to increase in addition to some factor(s) which led the gas transfer performance to be deteriorated. IFU states: upon patient rewarming, adjust o2 concentration, gas flow rate and blood flow rate by increasing them as needed based on an increase in patient's metabolism. Failure to adjust the gas supply and the blood flow rate appropriately may cause insufficient o2 supply needed or the amount of the patient's gaseous metabolism. Measure blood gases and make necessary adjustments as follows. A. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. To decrease pao2, decrease fio2. To increase pao2, increase fio2. B. Control paco2 by changing the total gas flow. To decrease paco2, increase total gas flow. To increase paco2, decrease total gas flow. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is most unlikely that the gas transfer performance once deteriorated by the clot formation came back to be normal. It is assumable that there was/were other factor(s) that affect and caused the blood gas data to change. As a possible cause of the reported decrease in pao2; it is likely that when the aorta was declamped, the blood with decreased svo2 flowed into the actual oxygenator sample. This led a decrease in pao2; the volume of supplied o2 came to be insufficient for the o2 consumption volume increased due to the patient's metabolism activated by the rewarming this led a decrease in svo2 and then in pao2; the volume of o2 supply was not sufficient for the o2 consumption volume required for the patient's bsa. This led a decrease in svo2 and then in pao2. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the capiox device was set up around 12:00 on (B)(6) 2019. After priming was completed, the admission of the patient was postponed. The actual sample was kept in the state of stand-by with recirculation with no application of a sweep gas. Ecc started at 20:40. From the beginning of ecc they had an impression that the gas exchange performance was slightly worse than usual. They continued to use the actual sample with no significant deterioration seen in the performance. 90 minutes after the start of ecc, the gas flow rate and fio2 were increased as they noted pao2 was tending to decrease. The pressures before and after the membrane were checked and no rise in the pressure was confirmed. 140 minutes after the start of ecc, at the start of rewarming, pao2 decreased rapidly. Despite the control with fio2 =100% and v / q = 2, pao2 decreased to 50s'. They switched to a pcps from senko medical instrument mfg. Which had been prepared beforehand as a back-up of the actual sample. The patient was not harmed. The procedure outcome was not reported.